Manufacturer narrative:
H6: the complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined.

Event description:
Same case as manufacturer's report# 6000093-2006-02535. Tap. It was reported that 348 days after implantation of a 2.75x32mm and 2.5x20mm taxus express2 drug eluting stent, in-stent restenosis occurred. During the initial procedure, the target lesion was located in the mid and distal left anterior descending artery (lad). Intravascular ultrasonography (ivus) was performed on the lad revealing a pre-intervention in-stent restenosis of 90%. It was not reported that the lesions were pre-dilated. A 2.75x32mm taxus stent was "positioned in the proximal and mid-vessel to cover the entire stent and the area proximal to the stent." Angiographic imaging revealed "persistent stenosis distal to the stent." A 2.5x20mm taxus stent was deployed at 16 atm distal to the previously deployed stent. The stent's "overlapped segment was dilated with the stent balloon to 25 atm." It was noted that there was "encroachment on the principle diagonal branch artery." Two kissing balloon inflations to 10 atm were performed on the lad and diagonal arteries. Subsequently, it was noted that there was an "excellent result with no significant residual stenosis in the lad." The patient received heparin, nitroglycerin, and verapamil during the procedure. The patient "tolerated the procedure well." No complications were reported. The patient presented 348 days after the initial procedure with in-stent restenosis in the mid and proximal lad. An in-stent restenosis percentage was not reported. Ivus was performed on the lad. It was not reported that the lesion was pre-dilated. A 2.5x23mm non-boston scientific stent was deployed at 21 atm for 25 seconds in the mid lad. A 3.0x28mm non-boston scientific stent was deployed at 16 atm for 25 seconds in the proximal lad. A post-intervention residual stenosis was not reported. The patient received angiomax during the procedure. No complications were reported.